Event description:
Boston scientific crm received information that this patient presented to the emergency room where his r-waves could not be measured. The lead impedance was at greater than 2500 ohms and the threshold was greater than 6.5v. The patient's heart rate was found to be very low and beating in the 20's. The patient had undergone a device check 4 days prior and the lead and device checked out fine at that time. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.